Event description:
It was reported that the device showed an over-temperature alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint of ¿over temperature alarm¿. Review of service history found no similar event. Tested device by powering on device. The device failed the test, confirmed the complaint. Replaced pcb. The probable cause is defective printed circuit board (pcb). Replaced pcb.